Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found evidence of damage, with the first distal strut row lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16may2019. It was reported that the stent balloon expandable could not cross lesion. The 95% stenosed target lesion was located in the severely tortuousity and moderately calcification. A 4.00 x 20 synergy ous mr was selected for use. During procedure, it was noted that the stent balloon expandable could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the stent found evidence of damage with the struts were lifted from the 10th and 18th proximal stent strut rows.